Event description:
An ethanol value was obtained of 0mg/dl. Result was reported to physician and questioned. The sample was repeated from same cup and obtained a value of >300mg/dl. The sample was also repeated on hitachi and result of >300mg/dl was obtained. Message history logs showed numerous flags of air during aspiration including an error at the time of initial patient run. No report of impact to patient management or injury to patient.